Event description:
Subsequent to the previously filed medwatch report, a posterior foot break (not returned) was found during evaluation of the returned device. The location of the detached foot is unknown.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. Resistance during plunger deployment could not be replicated in a testing environment as it was based on operational circumstances. The posterior foot was separated and not returned. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue.the investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral intervention procedure. Reportedly, "the physician reported that during the implantation he has felt resistance. On the step 3, the wires came out loose. The physician believes that occurred a cuff miss, where the needles did not reach the cuff as the puncture site could have fibrosis." Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.